Manufacturer narrative:
Document review performed on 20 july 2018. Lot 1656192: (B)(4) items manufactured and released on 13 september 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered.

Event description:
The tibial bone fractured obliquely when the surgeon rotated the amis mobile leg positioner externally. It was repaired with plate and screws. The surgeon commented there was no problem for the procedure. This event would be caused by the patient bone quality and the fixation method of the traction shoe. Two hours delay. The surgeon also found that the plastic strap loosened.